Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt lost stimulation and is unable to communicate with or charge his ipg. The sjm rep met with the pt and confirmed the issue. The pt is to consult with his physician as the next course of action.